Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse confirmed the ca control failure for bilirubin. The fse replaced the syringe pump p/n: 700-7151s to resolve the customer issue. The fse reran controls and the controls passed. (B)(4).

Event description:
The customer reported ca quality controls failing for bilirubin. The customer indicated they are getting false negative quality control failure. There were no erroneous results generated or reported out of the lab.